Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. Also, when performing laser cauterization, the user performed laser cauterization treatment without keeping distance from the end of the device until the tip of the laser probe was surely visible on endoscopic image. In addition, when performing argon plasma coagulation (apc), the user did not protrude an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. As a result, the event occurred. However, a definitive root cause could not be determined. 1. Instructions for use (fu) provides the following warnings for use of high-frequency cauterization. Operation manual chapter 4.3 "using endo therapy accessories" "always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur". 2. IFU provides the following warnings for use of laser cauterization. "To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image". 3. IFU provides the following warnings for use of apc "make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a leak. The issue was found during reprocessing for a bronchoscopy and it was completed with the same device. Inspection and testing of the returned device found that the distal end plastic was burnt. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the channel was leaking and the distal end was detached with a tear on the charge coupled device shrink tube. The insertion tube was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.